Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 200 d, part number 10140-200, serial number (B)(4)) was involved in a patient incident. A bronchoscopy was performed to coagulate a post polypectomy area (i.e., upon removing the tumor) in the left main bronchus. A fiapc probe (part number 20132-224, lot number 146091) was used with apc/esu system. At the beginning of the coagulation endobronchially, a deflagration (i.e., combustion) occurred at the distal end of the apc probe and bronchoscope tip which resulted in a fire of the olympus bronchoscope. The bronchoscope with the probe was immediate removed and the fire was extinguished. Then, a second bronchoscopy was inserted in the patient to remove any foreign material and document the findings. Finally, the patient was given inhaled steroids and monitored as an inpatient at the hospital (note: the user reported that it was a non-life-threatening situation).

Manufacturer narrative:
The apc/esu system and fiapc probe were thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. An inspection of the fiapc probe revealed that there was kink and a breach approximately 1 cm from the distal end. This damage appears to have been caused by the deflagration. In addition, no anomalies were found in the device history records (dhrs) for the apc, esu, and fiapc probe. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the reported event, it appears that the concentration of oxygen at/around the probe's tip in the airway was at such a level that upon activation a combustion/fire occurred. The potential of this complication is well documented in published literature and is widely known in the medical community. Additionally, there are warnings regarding this type of issue in the user manuals of the equipment. No trends have been identified and erbe USA, inc. Is now closing the file on this event.